Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 69 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the pt presented emergently with abdominal pain approx 3 weeks ago and a CT was performed which demonstrated that there was a type 3 endoleak between the iliac and the extension cuff (see MFR# 2953200-2010-02640 and MFR# 2953200-2010-02641). Currently, the vessels had disease progression and the iliac limbs were ectatic with mild calcification and severe tortuosity. There was a type ii endoleak coming from the lumbar. The physician elected to reline the stent graft with an 18x24x85 aneurx iliac limb, and a 28 aneurx aortic cuff and this successfully resolved the type 3 endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak) (disease progression and the iliac limbs were ectatic with mild calcification and severe tortuosity).